Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy there was a "leak in iab circuit" alarm generated. The iab would not hold pressure. A new iab was used. There was no reported injury to the patient. There was no reported injury to the patient.

Event description:
It was reported during intra-aortic balloon (iab) therapy there was a "leak in iab circuit" alarm generated. The iab would not hold pressure. A new iab was used. There was no reported injury to the patient. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The extender tubing was also returned. The sensor cable was returned cut in two parts. One kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. One kink was observed on the inner lumen within the membrane approximately 6.1cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported problems cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint #(B)(4); record ID (B)(4).